Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
Per the clinic, the patient underwent revision surgery (date not reported) due to skin overgrowth issues. The abutment was removed and a magnet was placed. The implanted device remains.